Manufacturer narrative:
Additional information: b5, d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that there was an activation issue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the hospital's spine surgeon reported an incident in which a non-medtronic smoke evacuation monopolar handpiece, which had been placed on the patient's chest on the back and the surgeon leaned on the monopolar handpiece and it accidentally activated, causing a burn to the surgeon's hand during the final stages of surgery and caused a first degree burn to the surgeon's hand. The surgeon had felt an electric shock, pain, and heard a buzzing sound. The surgeon had pulled his hand away from the incident, causing the handpiece to fly to the floor. Two 2-3 mm burn spots were found on the skin of the surgeon's arm. There was no treatment done to the burn. Now 4 days after the incident, the surgeon is doing well and the burn has not required any significant treatment. The monopolar instrument had been used throughout the surgery and had functioned without any problems. The patient did not suffer any effects from the incident. The handpiece was connected to a generator at the time of the event.

Event description:
According to the reporter, during procedure, the hospital's spine surgeon reported an incident in which a non-medtronic smoke evacuation monopolar handpiece, which had been placed on the patient's chest on the back and had apparently been accidentally activated under the surgeon's arm during the final stages of surgery and caused a first degree burn to the surgeon's hand. The surgeon had felt an electric shock, pain, and heard a buzzing sound. The surgeon had pulled his hand away from the incident, causing the handpiece to fly to the floor. Two 2-3 mm burn spots were found on the skin of the surgeon's arm. There was no treatment done to the burn. Now four days after the incident, the surgeon was doing well and the burn had not required any significant treatment. The monopolar instrument had been used throughout the surgery and had functioned without any problems. The patient did not suffer any effects from the incident. The handpiece was connected to a generator at the time of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during procedure, the hospital's spine surgeon reported an incident in which a non-medtronic smoke evacuation monopolar handpiece, which had been placed on the patient's chest on the back and had apparently been accidentally activated under the surgeon's arm during the final stages of surgery and caused a burn to the surgeon's hand. The surgeon had felt an electric shock, pain, and heard a buzzing sound. The surgeon had pulled his hand away from the incident, causing the handpiece to fly to the floor. Two 2-3mm burn spots were found on the skin of the surgeon's arm. Now 4 days after the incident, the surgeon is doing well and the burn has not required any significant treatment. The monopolar instrument had been used throughout the surgery and had functioned without any problems. The patient did not suffer any effects from the incident. The handpiece was connected to a generator at the time of the event.

Manufacturer narrative:
D10 concomitant product: e0560, accessory rem patient return elect (lot#unknown); e1450-4, e1450-4 edge blade electrode 10cm x50 (lot#242670303r). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.